Manufacturer narrative:
A test was done on the reservoir. It was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken belt clip slot, cracked case at display window corners, missing o-ring reservoir tube and stained address/serial number label.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 202mg/dl at the time of call. Trouble shooting was performed and found crack on the reservoir compartment and o-ring missing. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.